Manufacturer narrative:
The customer reported that the multigas unit displayed an "external device error" message during a patient case. Per the customer, cns monitoring was not affected. The customer will send in the unit for repair/exchange. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device was used in conjunction with the multigas unit: cns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Event description:
The customer reported that the multigas unit displayed an "external device error" message during a patient case. There was no patient injury reported.